Event description:
It was reported that device showed reaching maximum charge time but upon device check, normal capacitor maintenance parameters were noted. Patient condition is good. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.